Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15371333 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.

Event description:
After the right renal artery lesion was crossed with an unknown guidewire, the palmaz genesis sds was advanced, but failed to cross the lesion. The device was removed from the patient and it was observed that the stent edge was flared. The lesion was described as having no calcification or vessel tortuosity with a 90% stenosis. There was no reported patient injury.